Event description:
It was reported that a caller experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve this issue, the customer changed the infusion set and cartridge and resumed insulin delivery.